Event description:
Pt underwent a liver ablation procedure and during the course of the treatment, the tip of the probe became dislodged into the cartilage and a decision was made not to attempt to remove it. FDA safety report ID# (B)(4).